Event description:
It was reported that (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the clip was fired on the vessels and duct. It was not secure on structures. The clips could be easily moved. The clip fell off with minimal manipulation. The clips appear to be closing at distal end, but not closing completely at proximal end of clip. The case was completed by auto suture endo clip. There was no consequence to pt.